Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not returned to the complaint investigation site (cis) for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(6) clinical study. It was reported that myocardial infarction and in-stent restenosis occurred. In (B)(6) 2013, clinical status assessment indicated that the patient's qualifying condition was silent ischemia. Prior to procedure, the patient was found to have abnormal fractional flow reserve indicative of ischemia and the patient was referred for elective cardiac catheterization. Subsequently, coronary angiography and index procedure were performed. The target lesion #1 was located in the first obtuse marginal (om) with 90% stenosis and was 18 mm long with reference vessel diameter of 2.25 mm. The lesion #1 was treated with pre-dilatation and placement of a 2.25 x 20 mm study stent with 0% residual stenosis. The target lesion #2 was located in the proximal right coronary artery (rca) with 90% stenosis, a length of 32 mm, and a reference vessel diameter of 3.00 mm. The lesion #2 was treated with pre-dilatation and placement of a 3.00 x 32 mm study stent. Following post-dilatation, residual stenosis was 0%. One day post procedure, the patient was discharged on dual antiplatelet therapy. In (B)(6) 2017, the patient presented to the hospital and was diagnosed with non st elevation myocardial infarction (nstemi). Subsequently, the patient was referred for cardiac catheterization. Coronary angiography revealed 90% stenosis in mid left anterior descending (lad) extending to proximal portion and 99% in-stent restenosis (isr) of the previously implanted 2.25 x 20 mm study stent in the first om . In (B)(6) 2017, the 99% isr of the 2.25 x 20 mm study stent in first om was treated with the placement of drug eluting stent. Post treatment, residual stenosis was 0% with timi flow 3. Additionally, the 90% stenosis of the mid lad extending to proximal lad was treated with placement of drug eluting stent with 0% residual stenosis and timi 3 flow.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that stent thrombosis occurred. In (B)(6) 2017, the patient was admitted due to chest pain and ECG was found normal. The patient's cardiac enzyme were noted to be elevated, consistent with protocol and universal definition of spontaneous myocardial infarction. In (B)(6) 2017, coronary angiography was performed and revealed 90%-99% subocclusive stenosis in first om and in-stent re-thrombosis was noted. Subsequently, the 90%-99% subocclusive stenosis in first om was treated with the direct placement of 2.5x 18mm non-bsc drug eluting stent. Additionally, the 90%%-99% subocclusive stenosis of mid lad was treated with direct placement of 2.5x 48mm non-bsc drug eluting stent. The following day, the patient was discharged on dual antiplatelet therapy.